Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 in the sterilization department the stardrive screwdriver shaft t8 was found to have the tip twisted. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number:314.467, synthes lot number: h442155, supplier lot number: n/a, release to warehouse date: 13feb2018, expiration date: n/a. Manufactured by synthes monument. No ncrs were generated during production. Visual inspection: the stardrive screwdriver shaft t8 105mm (p/n: 314.467, lot number: h442155) was received at us cq. Upon visual inspection, it was observed that the tip threads were twisted. Additionally, etching was faded on the distal end of the device. No damage or defect was noted to the remaining features or components of the returned device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: the following document(s) were reviewed: current and manufactured. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the tip threads were twisted. Additionally, etching was faded on the distal end of the device. Although no definitive root-cause can be determined, its possible that unintended forces were applied to the device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.